Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 3.5 x 16mm bare metal stent to the severely calcified proximal circumflex (cx) artery, but was unable to cross the lesion. Upon removal of the device it was noted that the stent strut was pulled away from the balloon. The size unknown, after predilation with a quantum maverick balloon, unknown size. No patient complications were reported.